Event description:
An orthopat machine was returned to haemonetics on (B)(4) 2011 because, it was no longer being used. No donor injury or reaction was reported. No operator injury was reported.

Manufacturer narrative:
An orthopat machine was returned to haemonetics on (B)(4) 2011 because, it was no longer used. No donor injury or reaction was reported. No operator injury was reported. Upon eval of the returned device a fluid spill was confirmed. Fluid ingress and electronic damage was also confirmed. All damaged components were replaced and the machine is now ready for use. (B)(4).